Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported event could not be determined. The event was not confirmed as the scope was not returned for evaluation and was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. The endoscope/accessories and automatic endoscope reprocessor/endoscope washer disinfector(aer/ewd) were culture tested. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. However, the customer confirmed the device was last used in a procedure on (B)(6) 2023 and last reprocessed on 12oct2023. The last sample was taken on 13oct2023 12 hours after storage. The device was not used for a procedure between the time the sample was collected and the culture results were obtained. After confirming positive microbiological test results, the device was quarantined. Additional reprocessing was not performed prior to microbiological testing. The device is stored at room temperature. The customer also reported that the scope has been offline and micro tested by two, with previous results of positive, then negative. No other positive results on any scope tested or the aer machines. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope tested positive for less than 10 colony forming units (cfus) of pseudomonas aeruginosa. The scope was later re-tested on 09aug2023 and there was no growth present. Subsequently, the scope was re-tested again on (B)(6) 2023 and was positive for 10-100 cfus of pseudomonas aeruginosa and then on (B)(6) 2023 was tested and was positive for less than 10 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. Related patient identifier: (B)(6).